Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a highly fibrotic lesion in the proximal left anterior descending artery. Pre-dilatation was performed and the 3.0 x 15 mm xience v stent delivery system (sds) was advanced without issue. The sds was inflated; however, during the inflation to 14 atmospheres (atm), the balloon ruptured. It was noted that a small dissection occurred near the stent, due to the balloon rupture. The sds was removed without issue. Post-dilatation was performed to fully appose the stent to the vessel wall; however, there was no treatment performed for the dissection. The procedure was completed with a good patient outcome. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis and reported balloon rupture was confirmed. The reported issue of inadequate stent apposition to vessel wall could not be replicated in the testing environment. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of dissection as listed in the adverse events section of the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.